Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that during a chemo infusion, the pt complained of wetness on her arm and the nurse noticed there was a leak at the end of the IV line where it attaches to the pt at the luer lock collar. Head nurse indicated that leaking is coming directly from the luer lock connection. Staff observed a few drops from around the connection while pushing chemo with syringe attached. Nurse disconnected the set from the pt and discontinued treatment. Treatment was postponed for two days. Nurse did not suffer injury. Hospital policy protocol implemented for chemo spill cleanup. No pt harm or medical intervention required. Although requested, no additional pt or event info was provided.